Event description:
It was reported that during a device replacement procedure, the physician noted insulation damage when visually inspecting the right ventricular lead. The right subclavian vein was occluded prohibiting access, so the physician repaired the lead with a competitor lead repair kit. Electrical measurements were taken before and after the repair, and the measurements were unchanged after the repair. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sdr203b, implantable pulse generator, (B)(6) 2002. Competitor 330-801. Competitor implantable pacing lead. (B)(6) 1991. (B)(4).